Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced hyperglycemia after eating cake without making a meal announcement, with a highest blood glucose of 394 mg/dl and elevated glucose persisting for approximately three hours. The ilet issued a high glucose alert. An agent advised performing a supply change due to a low cartridge, although the user reported no issues with the teflon infusion set. No symptoms were reported. There was no need for medical intervention, and only non-medical assistance from a family member was provided. The investigation included customer care assessment and education regarding proper meal announcements, as well as troubleshooting of the infusion set and supplies. Review of the case revealed no device malfunction, and the event was consistent with a missed meal announcement leading to hyperglycemia. Based on previously established findings for similar reports, user-related factors were determined to be the most probable cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.